Event description:
An original equipment MFR (OEM) reported that they found fifty six (56) rt132 infant breathing circuits that were packaged incorrectly. The incorrect packaging was observed during the OEM's inward goods inspection, prior to pt use.

Manufacturer narrative:
(B)(4). Method: the devices were not returned to the MFR for inspection. An investigation was carried out based on the event description and two (2) photographs provided by the OEM. Results: although we were unable to evaluate all of the samples that were reported to be packaged incorrectly, the photographs provided showed that incorrect components had been included in rt132 breathing circuit kits. A lot check was not performed as no lot numbers were provided. Conclusion: each breathing circuit kit consists of a number of components grouped together during production. It is possible that operator error has resulted in incorrect components being packed. There are standard operating procedures (sops) in place to assist operators on the production line to correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. This was noted during the inwards goods inspection of an original equipment MFR (OEM). The OEM reprocesses and repackages this product before it can come into contact with the end user. (B)(4).